Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right ventricular lead was explanted and replaced due to low sensing. The patient was in stable condition prior and post operation.